Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's retention issues resolved. This is the final report.

Event description:
The recipient reportedly experienced retention issues. On (B)(6) 2020, the recipient received a steroid injection.